Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
One sterile 7207681 9x25mm biorci-ha screw returned. Dimensional inspection verifies that this is a 9x25mm product. It is two years old. The complaint report indicated that the screw cracked during attempt to implant into tibial tunnel. The complaint also indicated that all pieces were removed. There is a tiny fragment missing from the returned screw. There are very compressed threads which indicate pressure/force with attempted use. The observations indicate pressure/force used while attempting to fully seat the product. It is not known whether prep recommendations specific to this product were followed. The IFU reads: under warnings: ¿the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿. ¿if hard bone is encountered, the biorci tap should be used¿ and ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use¿. No root cause related to the manufacturing of this device can be confirmed. Use error may have been a contributing factor to the event. Complaint history search revealed no additional complaints for this production lot.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the screw broke during the procedure. All pieces were removed and a backup device was available to complete the procedure. No delay or patient impact was reported.